Event description:
It was reported that (1) device was used during an unknown procedure. It was reported that the customer received a solid tone during activation. The case was completed with another hp052. There was no patient consequence.